Event description:
I had conceptus essure coils placed in my fallopian tubes for sterilization purposes. Bleeding and very intense cramping began two days after the procedure and has continued until currently. The bleeding was continually heavy for over 3 months, then spotting, light, back to heavy, repeating not necessarily in that order. To be clear, I have only had a total of 19 days free of any bleeding from the time of the procedure to current. I have large blood clots passed, intense cramping, and suffered vertigo for 3 months ((B)(6) 2012- (B)(6) 2012) the vertigo ceased 2 days after the first break of bleeding on (B)(6) 2012. I am nauseous, moody, have headaches, and possibly chest pain related, depression, lack of intimacy. In (B)(6), I tried progestin for a period of 21 days, spotting still resulted. My life has been completely altered dealing with symptoms since essure was placed. I cannot continue on as normal. They have changed my life in an adverse way. The coils are said to be non-removable. Hysterectomy is a possible outcome. I have no previous history of gynecological problems as such. Essure coils: conceptus. Numerous doctor visits which I do not have dates for.